Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 33.7 cm to 35.3 cm and the outer coil at 33.5 cm to 35.5 cm from the connector pin, both due to clavicular crush. The inner insulation was also damaged in the region.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited noise and high impedance. The lead sustained rib clavicle crush damage. The was explanted and replaced.